Event description:
The doctor is attempting to retrieve a file from a pt's tooth, who had been referred to pt for further treatment. At the time of this report the retrieval has been unsuccessful. Reviewed techniques for completing the procedure.